Event description:
Related manufacturer reference number: 2017865-2022-39751. It was reported that oversensing noise was observed on both the atrial and right ventricular (rv) lead via review of remote transmissions. The physician decided to extract both leads. The patient was stable with no adverse health consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in three pieces. Visual examination found a full breached outer insulation degradation adjacent to the connector boot. The cause of the reported event was due to outer insulation degradation.